Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and its tip was noted to be sliced at angle. The device passed flushing test. No other issue was noted during investigation. The reported allegation of dilator tip sliced was confirmed based on the product provided.

Event description:
It was reported during an atrial fibrillation procedure, a versacross connect for faradrive kit was selected use. The dilator and sheath were prepped like normal and when inserted into the groin, it was noted the tip of the dilator was cut at a sharp angle. The dilator was intact however had a beveled opening. It looked like it was cut at an angle instead of perpendicular. Hence, the dilator was replaced. After going transeptal, they removed the new dilator noticed the valve of the faradrive sheath was leaking. The devices were replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. The device has returned for analysis.

Event description:
It was reported during an atrial fibrillation procedure, a versacross connect for faradrive kit was selected use. The dilator and sheath were prepped like normal and when inserted into the groin, it was noted the tip of the dilator was cut at a sharp angle. The dilator was intact however had a beveled opening. It looked like it was cut at an angle instead of perpendicular. Hence, the dilator was replaced. After going transeptal, they removed the new dilator noticed the valve of the faradrive sheath was leaking. The devices were replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The dilator has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.